Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The device was returned for evaluation. During visual inspection, multiple kinks were observed in the hypotube. This device is a straight tip model; however the device was received with a bent tip, the radiopaque coil was stretched at approximately 3.0 cm from the proximal end. The flexible coil was stretched at approximately 1.0 mm from the hypotube/flexible coil junction. No further damage to the conductive bands or connector sensor was noticed. Further microscopic examination confirmed that the soldered dome at the tip of the device was corroded and a portion of the soldered dome was missing. The dome is intended to enhance smooth tracking and reduced resistance during the advancing of the wire. A missing dome could contribute to decreased wire handling performance. There was no report of any resistance or decreased of wire handling performance on this case. It is likely that the exposure to blood or saline corroded the solder tip dome causing a portion of it to separate from the tip of the device. This event is being reported because the manufacturer could not determine at this time when the dome separated from the device. No further action is required.

Event description:
It was initially reported that when the pressure guidewire was removed from the patient body to exchange to lad, it was noted that the wire was partially separated. Further clarification was received from our clinical consultant confirming via visual inspection that no separation occurred. The wire and all portions seemed to be intact. It appeared that the wire shredded proximal to the sensor which could have been due to shaping the wire. There was no report of patient injury. The device was returned to the manufacturer for evaluation. During visual examination, the soldered dome at the tip of the device was observed to be corroded and a portion of the soldered dome was missing.